Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Additional information was requested and the following was obtained: there were no patient consequences.

Manufacturer narrative:
(B)(4).batch#: r94w58. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a vats lobectomy, the harh36 stopped and the generator asked for a two-second activation to start up again. Afterwards, the harh36 worked again. After a minute, the harh36 stopped again. The generator asked again for the two-second activation. A new activation didn¿t work, so a new harh36 was used to continue the procedure. The generator recognized the harh36 and asked for the two-second activation. Several times, the two-second startup activation didn¿t work. A new hp054 was used and after that, the problem was solved. There were no patient consequences reported.